Manufacturer narrative:
Appropriate term/code not available (3191) selected for perforation.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via an unknown access due to pulmonary embolisms. Patient is alleging vena cava perforation and post implant dvt/thrombosis. The patient further alleges ¿continued blood clots, continuous pulmonary embolisms and over 30 hospitalizations in the past 2 years¿ as well as limited physical activities.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2009. The patient alleges to have been injured without further explanation.